Event description:
Additional information was received from a representative (rep) regarding the patient. The rep confirmed with their "cs" that there was no issue with the device. It was able to recharge and they successfully reprogrammed the patient's system. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient got an end of service (eos) message. The date that the eos message was observed was not reported, but it sounded as though it had been recently before the report. It was reported that the patient was implanted on (B)(6) 2009 and it was noted that it has been less than 9 years since the ins was implanted. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.